Event description:
A burn was discovered on the pt's right lower leg between the knee and the ankle. The burn was the size of the blade electrode and required excision and suturing. The burn was discovered following a cosmetic procedure which lasted from 8:00 am to 2:00 pm. The pt's stocking had a hole in it, although no charring was evident, the area was extremely wet. The hosp concluded the pencil may have become intermittently activated. (Label)